Event description:
It was reported that the coil detached. The target lesion was located in the 1mm extremely tortuous prostate artery. A 2x4 embold fibered detachable coil system was selected for use in a complex embolization procedure. A 130 truselect microcatheter was advance to the vessel. The coil was pushed out of the microcatheter; however, the physician did not like the position so the coil was pulled back in to reposition. During repositioning, the coil was unable to be moved forward within the microcatheter. Resistance occurred through out the delivery. The coil wire was pulled out and it was noted that the coil was detached. The coil was unable to be removed from the microcatheter so the catheter was pulled out as well. Liquid embolic was given prior to the coil attempt. The physician noted that there could have been spasming in the vessel causing the coil detachment. There were no patient complications.

Manufacturer narrative:
Age at time of event: 18 years or older.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the product was returned to boston scientific for analysis. Returned product consisted of an embold fibered 2x4 coil. A trueselect microcatheter was returned. The delivery wire and the nitinol shaft were returned in the polymer sheath. The returned delivery wire showed that it was not broken at the serration. The coupler was detached and separated from the delivery and the runner wire. The returned trueselect microcatheter showed no damage. The catheter was x-rayed and the embold coil was stuck inside the microcatheter. Inspection of the remainder of the device apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that the coil detached. The target lesion was located in the 1mm extremely tortuous prostate artery. A 2x4 embold fibered detachable coil system was selected for use in a complex embolization procedure. A 130 truselect microcatheter was advance to the vessel. The coil was pushed out of the microcatheter; however, the physician did not like the position so the coil was pulled back in to reposition. During repositioning, the coil was unable to be moved forward within the microcatheter. Resistance occurred through out the delivery. The coil wire was pulled out and it was noted that the coil was detached. The coil was unable to be removed from the microcatheter so the catheter was pulled out as well. Liquid embolic was given prior to the coil attempt. The physician noted that there could have been spasming in the vessel causing the coil detachment. There were no patient complications.